Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received failed battery test. Customer's blood glucose value was unknown (129 to 130 mg/dl). The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. The insulin pump was received with normal operating currents, no failed battery test alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing.